Event description:
It was reported that during a lap. Hernia procedure that the device did not staple. There was no pt consequence.

Manufacturer narrative:
Eval summary the analysis results showed that one ems device was returned with the nose open and non-functional, due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.